Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant of the atrial lead, there was difficulty deploying the lead's helix. The helix was able to be deployed but acceptable electrical values could not be obtained. The lead was repositioned but then became dislodged. The lead was not implanted and a replacement lead was successfully implanted at that time.